Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa) (lcfa) was attempted with 6 proglide devices using the pre-close technique via 6f in the lcfa and 9f sheath in the rcfa holes prior to an abdominal aortic aneurysm (aaa) interventional procedure. Lcfa: reportedly, a cuff miss [suture retrieval issue] occurred on the first proglide device used. The sutures of two new proglide devices were successfully pre-placed. The sheaths were upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Rcfa: the first proglide device was successfully placed. During deployment of the second proglide device, a cuff miss [suture retrieval issue] occurred. The suture of one new proglide device was successfully pre-placed. The sheath was upsized to an 18f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from yes to no.